Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that the patient woke up that morning and the stimulation was off. The patient could not feel stimulation. They tried to use the implantable neurostimulator recharger (insr) but saw the power on reset (por) warning message. This por was not related to an overdischarged event, was not related to a fall or trauma, and was not related to environmental exposure. The por was able to be successfully cleared by the patient programmer and the consumer confirmed that therapy was adequate. No further complications were reported.